Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this annuloplasty ring, the electrocardiogram (ECG) showed complete heart block (chb). Five days post implant a permanent pacemaker was implanted. No additional adverse patient effects were reported.